Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31374907l and no non-conformances related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a qdot micro catheter and the patient experienced cardiac tamponade that required pericardiocentesis. When the right pulmonary vein (rpv) roof was ablated, the base impedance was a little high, just under 130. Pop occurred and at the end of the procedure, an echography image showed that there was an accumulation of cardiac effusion, and drainage was performed. About 200 ml of fluid was drained. The physician's opinion was that the event may have occurred at the timing of rpv roof ablation. Atrial septal puncture was performed by rf needle. Ablation was performed before pericardial effusion was confirmed. Steam pop was confirmed at rpv roof. The physician said that there may have been a trait as a sensation. Additional information was received. This adverse event was discovered during use of biosense webster products. Event occurred during the ablation phase. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
Additional information was received on 14-nov-2024. The outcome of the adverse event was fully recovered (no residual effects). The patient has discharged from the hospital. The patient did not require extended hospitalization. The physician¿s opinion on the cause of this adverse event was procedure related. The procedural act was around 300. One transseptal puncture site was performed during the procedure. Transseptal puncture was performed with rf needle (jll). The patient did not require cardiac surgery. Correct catheter settings were selected on the generator. No issues with the flow rate change at the start of the ablation. The flow setting was set to 15ml/min at 50w. In addition, provided the generator and needle product information. Therefore, updated d10. Concomitant medical products and therapy dates section. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).